Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the event date, it was found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. *the balloon was not attached to the endoscope appropriately. *the lubrication was not applied to the balloon before inserting into the endoscope. The above device handling has warned in the instruction manual as follows. *always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. *deflate the balloon before withdrawing the endoscope from the patient. Withdrawing the endoscope while the balloon is inflated could result in patient injury.

Event description:
It was reported that the balloon couldn't be applied correctly, didn't become tight, and lost water during the examination. There was no patient injury reported. No further information was provided.